Event description:
She used the plackers micro mint flosser and she couldn't get it out of her teeth and it has pulled out her tooth. She tried it and it got stuck and she pulled it and it pulled her filling out.